Event description:
It was reported the rigid video laparoscope experienced the handle begins to heat up, and after a while, visibility in the surgical field is reduced. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure the handle begins to heat up was not confirmed but the reported failure visibility in the surgical field was reduced was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, the fiber bonding in the outer tube area (distal end) was damaged and the light transmission was lost or too low a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction where the handle began to heat up could not be determined. In addition, the reduced visibility in the surgical field and the loss or insufficient level of light transmission were attributed to a broken light guide bundle in the video cable section. Furthermore, the cause of the damaged fiber bonding in the outer tube area (distal end) was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.